Manufacturer narrative:
The reagent lot number is 845940. The expiration date was not provided. The investigation reviewed the analyzer's qc data and noted that sample probe, reagent probe, cell rinse, and ultrasonic mixer adjustments were needed. The investigation determined that the service actions would resolve the issue.

Event description:
The initial reporter received questionable cholesterol gen.2 and hdl cholesterol results from two patient samples tested on the cobas c 503 analytical unit. One patient sample with discrepant results was provided: cholesterol gen.2: the high result was 248.000 mg/dl. The low result was 140.000 mg/dl. Hdl cholesterol: the high result was 52.000 mg/dl. The low result was 20.600 mg/dl.